Event description:
It was reported that a patient's right ventricular lead experienced lead fracture. It was explanted and replaced on (B)(6) 2022.

Event description:
New information notes that the patient was stable throughout their procedure.